Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer also reported having an ear infection. The doctor did not know details regarding if the customer had been having infusion set/site problems. Also the doctor stated the customer saw air in the tubing. Advised doctor to discuss with customer to use room temperature insulin when filling the reservoir. Troubleshooting was performed. The prorgramming, insulin concentration and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited.